Event description:
It was reported that this device would not power up. Note 1: no indication from reporter of pt involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. Evaluation of the device confirmed the reported malfunction. The fault was isolated to short in the communication port (rs-232). This communication port is used to download device data to a user computer. This short was corrected to restore device operation. It is unknown what caused this short. The device was fully inspected and passed all performance and release testing.